Event description:
Medtronic received information during the implant of a transcatheter bioprosthetic valve; a lunderquist wire caused a left ventricular perforation. An attempt was made to place the patient on cardiopulmonary bypass (cpb), however the patient expired. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).